Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer proximal setup joint (suj), proximal vertical suj, and distal outer suj and universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal outer suj triggered error 319 in normal mode. The suj was tested distal on the patient fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no faults related to the reported event. The proximal outer suj triggered 32101 and 319 on separate golden arm. The suj was tested on the patient fixture test platform (pftp) where it passed relevant testing. After testing was complete, visual inspection found no faults related to the reported event. Isi received the usm but the failure analysis is still in progress.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that they had a non-recoverable error on arm 4. The tse verified 319 error on arm 4. The tse assisted the customer through two hard power cycles, but the error persisted. The customer had opted to continue with 3 arm that day. The procedure was completed as planned with no reported injury. Intuitive followed up and obtained additional information. The surgeon disabled or discontinued use of arm due to issue. Arm 4 was disabled and manually moved out of the field to complete the procedure with arms 1-3 (arms redocked to appropriate cannulas). No patient harm. Patient was 73 years old. Female patient weighed 188 lbs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was tested on an in-house system and triggered error 319. The usm was also tested on the patient fixture platform (pfpt) and failed check all boards. A gold 12v rolling loop ffc was stalled and the unit passed. The original was returned and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. Remote fe also shows errors 319, 307, and 32097. The 12v rolling ffc is consistent with the reported event and is the root cause of this issue.